Event description:
It was reported the pt had seeping from her ipg incision site. The pt was seen by a physician and stated when the physician pressed on the ipg site, quite a bit of bloody fluid drained out. The physician applied a pressure dressing and the pt was treated with oral antibiotics. F/u info identified the pt was seen by a physician for a f/u appointment. There was still drainage at the ipg site, the physician prescribed another round of antibiotics for the pt. Additional f/u identified the pt had no more drainage and has effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.